Manufacturer narrative:
Attempts to obtained additional information were performed however, no further information has been made available to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No adverse patient effects were reported. This product remains in-service.